Manufacturer narrative:
Concomitant products : 6947-65, lead, implanted (B)(6) 2009, 4194-88, lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial, right ventricular, and left ventricular leads had high thresholds. The leads remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.